Manufacturer narrative:
The insulin pump had all buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. No ramping numbers noted on the display.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.